Event description:
In the middle of the night my neck, and shoulder seized up. Pain radiated down right arm to fingertips. Tingling in fingertips. Loss of strength in right hand. Severe pain in neck down to right breast. Tightness and pain in right breast. I could not get an appointment at the dr for weeks due to unavailability in (B)(6) where we had just moved. I was in tears with pain for several weeks and tried acupuncture and massage which was really painful and offered little relief. Finally got in at my previous dr in (B)(6) state. Took pain meds and went to pt which helped a little with range of motion, but the incident kept recurring for the next several years. The pain diminished somewhat but never fully went away. After many years of pain and learning of the possibility of bi-alcl linked to textured implants I decided to get an opinion from a breast specialist surgeon. He diagnosed that I have level 4 capsular contracture in the right breast and level 3 in the left. I decided to remove the devices through total capsulectomy on (B)(6) 2021. Pain is no longer present and range of motion to neck has returned. FDA safety report ID # (B)(4).